Event description:
Event description guidant received information that this boxed cardiac resynchronization therapy-defibrillator (crt-d) had a low monitoring voltage via inductive telemetry. The device was not used.